Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the lead slip issue was first notices in (B)(6) 2016. The cause was unknown. Patient met with hcp and a manufacturer representative. The issue was not resolved-patient stopped using device. Weight information was provided. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2015: product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015: product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-feb-2019, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 27-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The hcp reported the patient stated that her leads ¿slipped¿ at some time. The hcp didn¿t know exactly what that meant. No further complications were reported.